Event description:
Physician was attempting to deploy one endeavor resolute drug-eluting stent (2.25mm x 30mm) to a calcified lesion in the lad with 90% stenosis and vessel tortuosity. Device was inspected prior to use with no issues noted. Resistance was noted and the device could not pass the lesion. The physician used a new device to complete the surgery. No clinical sequelae were reported. Evaluation summary: the distal tip was flared. The distal shaft was kinked 4.5cm distal to the guidewire entry port. A number of struts were raised on the 7th proximal stent segment. The 11th, 12th, 14th, 15th and 16th proximal segments were slightly deformed with struts slightly raised. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: stent deformation. Lesion morphology. Deformation problem. Conclusions: lesion morphology. Stent deformation. (B)(4).